Event description:
The user had a head trauma 3 months ago; since then the user is not responding to sound any more. No further information has been received.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Currently no information on possible further steps has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had a head trauma in (B)(6) 2018; since then, the user is not responding to sound anymore. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma 3 month ago; since then the user is not responding to sound any more.

Event description:
The user had a head trauma 3 months ago; since then the user is not responding to sound any more. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.